Event description:
Info received indicates the knee function will not run up electrically but after manually raising the knee, it will run down unintentionally once power is applied.

Manufacturer narrative:
Repairs have not been completed.